Event description:
It was reported that the threading of an aviator self tapping screw fractured intra-operatively. A metal shard from the screw was located and removed from the surgical site before procedure close. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
A small metal fragment was returned. It cannot be determined conclusively if this fragment is from an aviator screw. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained from the material fragment returned. Complaint history records for the device catalog were reviewed, no similar complaints were identified. Based on the additional information, the screw holes were prepared with 14mm aviator drill bit however the all-in-one-guide was not used. The surgery was performed at difficult angle and the drill may have been over angulated. The aviator surgical technique indicates: caution: use of the screw hole preparation instruments including the fixed or variable drill guides, all-in-one drill guides or punch awl with sleeves is required to place screws in the proper trajectory, help prevent damage to implants, difficulty locking the blocker, or locking mechanism malfunction. If self-tapping screws are selected, use a single barrel drill guide or all-in-one drill guide to guide the appropriate drill bit. As there is not enough information to determine if the fragment came from an aviator screw, the cause of the event cannot be determined. However since the all-in-one drill guide was not used and the implantation angle was difficult, it is possible the screw got damaged during insertion. The hard stop when the drill guide is fully inserted (snap-in feature), fixed guide limiting angulation, the tip of the drill guide that mimics the screw hole and thus limiting the bending motion are features that could have prevented damage to the screw.

Event description:
It was reported that the threading of an aviator self tapping screw fractured intra-operatively. A metal shard from the screw was located and removed from the surgical site before procedure close. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.